Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead there was positioning difficulty because the helix of the lead would not extend or retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.